Event description:
The physician performed successful closer of the arteriotomy with the closer tsl 6 fr. Device. The patient later returned with apparent claudication. Upon further investigation, the patient's surgeon suggested that the patient may have a dissection of the femoral artery and scheduled the patient for surgery. During surgery in 2001, it was discovered that the patient had a dissection at the puncture site and the intimal wall was captured by the suture causing closure of the vessel. Endarterectomy and patch was performed. No further patient injury occurred.